Event description:
It was reported that an altitude alarm intermittently occurred. Reportedly, the pump was not outside the labeled altitude operating range. It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 200 mg/dl to "high" on the continuous glucose monitor (specific bg value was not provided). A correction bolus was delivered to address bg. Reportedly a new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.